Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv) which occurred during initial drain. The technical service representative (tsr) assisted the cg with troubleshooting. The cg stated there was a lot of air in the patient line. The tsr had the cg cycle power to end therapy. Product surveillance contacted the caregiver on (B)(6) 2010. The cg stated she did not notice anything unusual with the supplies. The cg stated the problem was not with the supplies but rather the patient had not had a bowel movement in a few days. A laxative was used . The low drains resolved after the patient had a bowel movement.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).